Manufacturer narrative:
On (B)(6) 2020 (B)(4) trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. The batch record and raw material certificate could not be reviewed because the affected device was not returned and the lot number was not communicated. Humeral stem loosening can be related to several known reasons: proximal humeral bone loss and/or fracture, osteolysis in reaction to polyethylene and metal debris, inadequate choice of the humeral implant components, improper positioning of the humeral implants components, traumatic event, reeducation procedure not respected or inadequate patient use in post-op (surgeon advices not respected). More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
The stem which was implanted about 10 years ago was found loosened from cement. The stem, head and neck were replaced with competitor's rsa products. The physician said that the implants had nothing to do with the loosening because it happened 10 years after they were implanted.